Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal device was not used due to the blood flowed back through the top of the dilator/introducer and not through the small hole of the side of the dilator. Another device was opened and used. There were no adverse consequences, and no significant blood loss reported. No further intervention was needed; the patient was treated as intended. Additional information was received on 7/12/18: after diagnostic angiography, there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre deployment angiogram performed, with no unsuitable condition at puncture site. Pulsatile bleeding from drip hole was less evident than in normal condition during the locating process. No further intervention required.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is the initial report ,however, it is being submitted as follow uo no. 1 due to a duplicate error when submitted.

Event description:
The user facility reported the involved angio-seal device was not used due to the blood flowing back through the top of the dilator/introducer and not through the small hole of the side of the dilator. Another device was opened and used. There were no adverse consequences, and no significant blood loss reported. No further intervention was needed; the patient was treated as intended.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on july 24, 2018. The procedure being performed was a cag (coronary artery graft). A 6fr procedural sheath was used and there were no difficulties with arterial access. A pre-deployment angiogram was performed and there were no difficulties with insertion, deployment or withdrawal of the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation. One 6 fr angio-seal vip was returned for product evaluation. The hemostasis sheath, the arteriotomy locator, and the carrier tube assembly were returned individually. The packaging tray and header bag were also returned. No other accessory components were returned. The arteriotomy locator was inspected under fluoroscopy for any anomalies which would have led to no backflow being observed. Multiple blockages were noted within the device. The arteriotomy locator and hemostasis sheath were then subjected to microscopy. No anomalies were noted with the blood inlet holes or drip hole on the arteriotomy locator. The arteriotomy locator was then mated with the hemostasis sheath. An audible snap was heard, and a tactile snap was felt. The device was visualized under microscopy where the two components were found properly mated with no anomalies with the blood inlet holes. As no guidewire was returned, another guidewire was obtained, and the device was subjected to functional testing by inserting the guidewire into the mated sheath and dilator. The dilator was not able to be loaded fully onto the guidewire. Measurements of the device were taken; the inner diameter of the drip hole on the arteriotomy locator, the inner diameter of the blood inlet holes on the arteriotomy locator, and the inner diameter of the hemostasis sheath was measured, all measurements confirmed to meet manufacturer specification. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.